Event description:
Began use of solution 03/06 to 05/06. I used some renu moisture loc multi solution to clean my contacts and rewet my contacts. About 1/2 hr later, my eyes began to get cloudy. The cloudiness then went on to runny eyes, and from runny eyes a very serious stinging and painful feeling also I was very sensitive to light. I went to the emergency room and was treated for eye infection. A patch was placed over my eyes. After I removed the patch the eye was swollen for several days. I still was experiencing blurred vision and occasional discharge from my left eye. I was diagnosed with keratitis and my left eye has not been the same. I need to be treated for it now, but can't afford it at this time, seeking other assistance.